Event description:
A pt called lfs alleging that their one touch basic enhanced meter was giving inaccurate low readings. About 2 months ago (date unk), customer stated that around 12 pm, pt felt "real sleepy and drowsy". Pt had not tested their blood glucose at all that day. Pt is supposed to test 3 to 4 times a day). Pt did take their 74 units of novolog 70/30 (set amount) and 1 pill of metformin (500 mg) that morning. Since pt "wasn't feeling well", pt called their doctor who advised pt to go to the ER. Before going to the ER, pt tested on their meter with a result of "170 something". 20 minutes later, ER meter read 557 mg/dl. Pt was given insulin and released. At a regular doctor's appointment last month, pt's meter would read in the "100s and the doctor's meter was in the 400's". Pt called lfs about the inaccurate low issue when pt stated comparing their meter to their doctor's meter and their "meter was always showing up with low readings". Pt also stated that pt cleaned the meter with alcohol. Their control solution had expired, but the check strip test passed on the meter.